Event description:
Device 1 of 2: reference MFR report#: 1627487-2014-05066. It was reported the patient's lead (for off-label use) is unable to provide him with stimulation. An impedance check revealed low impedance on all contacts. As a result, the patient will meet with an sjm representative to address the issue via reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.